Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to diabetic ketoacidosis with a blood glucose level of 600+ mg/dl. The customer¿s blood glucose level at the time of the call was 189 mg/dl. The customer was treated with intravenous fluid and insulin drip. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.